Event description:
A customer reported an issue with a pump battery that would not charge, despite attempting various troubleshooting steps, including using different wall outlets, charging cables, and wall adaptors. There was no reported impact on the customer's blood glucose level. Technical support determined that the pump needed to be replaced and instructed the customer to allow the battery to fully deplete before returning the pump. The customer was informed about the pump replacement process, including returning the problematic pump within 10 days using a pre-paid label and return box, although no information was shared about the backup insulin therapy.